Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant') and genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain ("pain"), abdominal distension ("bloating"), anxiety ("anxiety"), tooth disorder ("deteriorating teeth") and headache ("my head is killing me"). The patient was treated with surgery (hysterectomy to / surgery to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, pain, abdominal distension, anxiety, tooth disorder and headache outcome was unknown. The reporter provided no causality assessment for headache with essure. The reporter considered abdominal distension, anxiety, device dislocation, genital haemorrhage, pain and tooth disorder to be related to essure. Concerning the injuries reported in this case the following events were extracted from social media : headache quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received : following event was added : headaches.reporter information added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant') and embedded device ('embedded within the myometrium') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("embedded within the myometrium"), genital haemorrhage ("heavy bleeding"), pain ("pain"), abdominal distension ("bloating"), anxiety ("anxiety"), tooth disorder ("deteriorating teeth") and headache ("my head is killing me"). The patient was treated with surgery (hysterectomy to / surgery to remove essure on (B)(6) 2016. Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, embedded device, device expulsion, genital haemorrhage, pain, abdominal distension, anxiety, tooth disorder and headache outcome was unknown. The reporter considered abdominal distension, anxiety, device dislocation, device expulsion, embedded device, genital haemorrhage, headache, pain and tooth disorder to be related to essure. The reporter commented: 10 coils trailing on left and 8 coils trailing on right, concerning the injuries reported in this case the following events were extracted from social media : headache. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received. Reporter's information added. Event: embedded within the myometrium were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant') and embedded device ('embedded within the myometrium') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("embedded within the myometrium"), genital haemorrhage ("heavy bleeding"), pain ("pain"), abdominal distension ("bloating"), anxiety ("anxiety"), tooth disorder ("deteriorating teeth") and headache ("my head is killing me"). The patient was treated with surgery (hysterectomy to / surgery to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, embedded device, device expulsion, genital haemorrhage, pain, abdominal distension, anxiety, tooth disorder and headache outcome was unknown. The reporter considered abdominal distension, anxiety, device dislocation, device expulsion, embedded device, genital haemorrhage, headache, pain and tooth disorder to be related to essure. The reporter commented: 10 coils trailing on left and 8 coils trailing on right. Concerning the injuries reported in this case the following events were extracted from social media : headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore, no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. She had heavy bleeding and migration of implant (seen as device dislocation). A hysterectomy was performed to remove micro-inserts around 3 years after insertion. Both events are serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy, there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, consumer presented migration of implant and heavy bleeding followed by surgical removal of device. Given the nature of events, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("heavy bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), pain ("pain"), abdominal distension ("bloating"), anxiety ("anxiety") and tooth disorder ("deteriorating teeth"). The patient was treated with surgery (hysterectomy to remove essure on (B)(6) 2016). Essure was withdrawn. At the time of the report, the device dislocation, genital haemorrhage, pain, abdominal distension, anxiety and tooth disorder outcome was unknown. The reporter considered device dislocation, genital haemorrhage, pain, abdominal distension, anxiety and tooth disorder to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. She had heavy bleeding and migration of implant (seen as device dislocation). A hysterectomy was performed to remove micro-inserts around 3 years after insertion. Both events are serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, consumer presented migration of implant and heavy bleeding followed by surgical removal of device. Given the nature of events, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.